Event description:
Drive medical was notified of an incident involving a bed and assist rail. The reporting facility indicated that the end user attempted to exit the bed. During this attempt, the end user slipped and rotated toward the bed rail, resulting in positioning of her arm coming across her neck while contacting the rail and pillow. The end user subsequently passed away. The rails in use were identified as assist rails. It was reported that the bed involved in the incident was subsequently inspected by the ministry of health for canada and placed back into circulation the next day. The exact assist rails that were involved in the incident were unable to be located and had been moved to another bed. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.